Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged inaccuracy began a couple of weeks prior to contacting lfs. On unspecified dates/times, the patient claimed he obtained blood glucose readings of ¿380 and 200 mg/dl¿ with the subject meter and ¿150 and 80 mg/dl¿ on another device. The cca noted that the patient claimed that more than 30 minutes elapsed between the meter readings. The patient manages his diabetes with oral medication(s), diet and/or exercise and denied making any changes to his usual diabetes management regimen in response to the alleged meter issue. The patient stated he developed symptoms of ¿shaky and panicky¿ right after he obtained an inaccurate high reading. The patient reported he spoke with his hcp on the evening of (B)(6) 2013 and was advised to eat and drink orange juice. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.